Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "surgeon made rep aware that the condyle was cracked after he removed the trial femur, which he possessed to fix with a cannulated screw."